Manufacturer narrative:
Unique device identification (UDI): (B)(4). The valve was received for evaluation: device history record (DHR) - review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve occlusion: the valve was implanted via l-p shunt on (B)(6) 2020 with setting 3. The csf flow was not as expected and the valve occlusion was suspected. Therefore, the valve was replaced to a new one on (B)(6) 2020.